Manufacturer narrative:
The catheter was returned for evaluation and it was found broken at 19.6cm from the distal tip, but retained by the inner layer. The cause of the break could not be determined.(B)(4).

Event description:
During the procedure on a patient with wyburn-mason syndrome and tortuous anatomy, it was reported that the physician injected aviten collagen directly through the navien catheter and damaged the proximal section of the catheter upon withdrawal from the shuttle sheath. No injury was reported with the patient as a result of the procedure.